Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was implanted in a2/p2 without issue. To further reduce mr, a second clip was advanced, and got caught in chordae, resulting in a chordal tear. The clip was not implanted and was removed. Mr returned to 4. Surgery may be an option for treatment, but this has not been scheduled. The patient remained stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to these events. Additionally, a review of the complaint history identified no similar complaints. The reported patient effect of tissue damage, is listed in the mitraclip ntr/xtr instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the difficult to remove-anatomy could not be determined. The tissue damage is the result of the difficult to remove-anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.